Event description:
My almost (B)(6) daughter ate part of a gum red-cote tablet and had an adverse anaphylactic reaction. She had swelling of her lips and tongue, hives, and an asthma attack. We treated her with benadryl and albuterol sulfate via nebulizer and they brought her symptoms under control. Dates of use: 1 use. Diagnosis or reason for use: tooth brushing aid.